Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and not detected on bus. A field service engineer (fse) removed the rear panel from the drawer and identified that the flat flex cable was unplugged from the module controller. The fse removed the drawer from the station and found that the drawer had two faulty rails. The rails were replaced, after which the station was powered down. The fse returned the drawer to the station, powered the station back on, and launched the hardware testing application. The issue was resolved. Additionally, the pharmacy staff verified that door five was malfunctioning normally. The two broken screws on the catch latch on drawer were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ICU_aux 5 drawer failed and the entire drawer was shown as not detected on bus, along with all associated cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.